Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. The oversensing appears to be nonphyisologic in nature. The lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: vedr01 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.